Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) and lead site. The patient was prescribed with antibiotics, and the wound site was clean up however it was unsuccessful in tending the infection. No device malfunction was suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2366-70, serial number: (B)(6), batch/lot number: 7073369 / 7070925 / 7070937 / 7071020, model/catalog description: linear 3-6 lead 70 cm, unique identifier (UDI) #: (B)(4).